Event description:
It was reported that during procedure the foot pedal sometimes gets stuck. The treatment was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this foot switch assembly at our quality assurance laboratory, the returned component underwent a thorough analysis. The device was in good physical condition. The foot guard had minor chips in the paint along the edges from normal usage wear. The connector was in good shape. Pins in the connector were clean and straight. Right pedal presses down smoothly, returned to open position with no issue. Left pedal presses down smoothly, returned to open position with no issue. According to the information provided, the reported allegation is not confirmed. Since the investigation shows that the device is performing as expected the most probable cause of no problem detected is selected for the complaint.